Event description:
A customer reported via phone call indicating that they received a power loss alarm their insulin pump. The patient's blood glucose level was 320 mg/dl at the time of the call. The customer stated that they will insert new batteries in the insulin pump and monitor the issue. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.